Manufacturer narrative:
The thermogard console was repaired with the user facility technical director by replacing the airtrap block with a known good part from their inventory. According to facility technical director, the thermogard console was functioning properly after part replacement and the console will not be returned for further evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
During ivtm therapy set-up, customer reported that the thermogard ivtm system (serial #(B)(4)) was not recognizing air trap. The initial self-test remains red when you place air trap within the air trap block. No known impact or consequence to patient information was available.